Event description:
A report was received that the patient is experiencing difficulty charging their implant following a fall which caused the ipg to move around inside of the pocket. The physician has decided to explant the patient's system.

Event description:
A report was received that the patient is experiencing difficulty charging their implant following a fall which caused the ipg to move around inside of the pocket. The physician has decided to explant the patient's system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure and was reportedly doing well following the procedure. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient is experiencing difficulty charging their implant following a fall which caused the ipg to move around inside of the pocket. The physician has decided to explant the patient's system.

Manufacturer narrative:
The devices were returned for evaluation and analysis indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate which was within the expected range. The device exhibits normal charging and discharging characteristics. Visual inspection of the explanted leads showed that they were cleanly cut. The damage done to the leads is consistent with damages done during the explant procedure and not considered a failure.